Event description:
A surgeon reported an outcome issue with a patient following a custom myopia with astigmatism laser procedure on the right eye. During review of this patient's topographies, it was determined this patient had topographically-observed "central islands" (corneal irregularities). Patient records provided, indicate bcva in the right eye was 20/20 pre-op and 20/20-1 at 3 months post-op. Ucva pre-op was not provided, however, at 3 months post-op, ucva was 20/30. At the 3 month post-op exam, this patient was slightly undercorrected (-.75 diopter) and had -.50 diopter of residual astigmatism. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 05/25/2007.